Event description:
32 year old female arrived to operating room for scheduled leep procedure. Cautery settings in preference card were listed as "100/100 - verify" under equipment subsection, and "bovie coag 90, cut 90" in rn notes section; verified with surgeon, bovie confirmed to be set at 100/100. A small gynex loop was used to take multiple specimens around the cervical os. During the procedure a gynex loop broke causing an internal vaginal burn. The surgeon stated the burn was caused by the loop bending. Per IFU there is no direction on what to set limits to. The vendor stated there are no high limits set as well.